Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0x0bs, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0wgy7, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: neu_stimloc_acc, product type: accessory. Product ID: neu_stimloc_acc, product type: accessory. (B)(4), no device analysis was performed; the device met risk based criteria.

Event description:
Information was received from a health care professional about a patient that was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported the device was explanted due to infection. No patient death occurred and they recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider reported that the patient presented in ER with mental status changes and wound infection along coronal incision. Urinalysis and blood cultures were performed. On (B)(6) 2015 the patient was taken to or for washout, debridement, wound cultures and subsequent removal of entire system. The cause of infection was poor wound healing and lack of patient compliance for caring for wound. The patient was scheduled to finish oral antibiotic on (B)(6) 2015.